Event description:
It was reported to philips that the device does not perform an internal test successfully. There was no report of patient involvement. The device was sent in for bench repair for evaluation by a philips bench engineer. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to faulty buckets. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As service could no longer be completed on the unit as the device had reached end of life (eol). No pa performed, no tools used, defective stickers placed on device. The customer was aware of the end of life terms and the device was returned to the customer site. Device is not returned to functionality. Device is no longer supported. No further investigation or action is warranted.